Event description:
Alleged the siderail will not latch on the bed.

Manufacturer narrative:
The hill-rom tech indicated the siderail would not latch in the raised position. The hill-rom tech found the mounting bracket for the siderail was bent. The mounting bracket was replaced to repair the bed.